Event description:
Subsequent to the initial report, user facility medwatch report received states: physician was attempting to balloon the renal artery and the stent separated from the deployment device. Stent could not be retrieved and patient was taken to the or for retrieval. Balloon of the renal artery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure to treat a lesion in the renal artery a short 6f sheath was placed in the common femoral artery and an unknown .014 inch guide wire was advanced to the target lesion. While advancing a 4.0x18 mm rx herculink elite stent system over the guide wire no resistance was felt; however, the stent dislodged from the balloon somewhere in aorta. A snare device was used to pull the stent into the common femoral artery and surgery was performed to retrieve the dislodged stent. The patient was doing fine. There was no reported adverse patient effect. There was a reported clinically significant delay in the procedure due to the patient being sent for surgery to remove the dislodged stent. The patient was discharged to home one day post procedure. There was no reported treatment for the target lesion. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.